Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity decreased from nine months to less than three months in a three-month period. Technical services (ts) was consulted, discussed it could be related to a recent capacitor reform. A request for device data analysis was made. Ts confirmed this ICD was depleting normally and the drop in longevity was due to transient drop of a recent capacitor reform and discussed longevity may increase slightly over the coming weeks. Additionally, ts noted five alerts for high out of range shock impedance measurements. Ts recommended evaluating lead at ICD changeout. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity decreased from nine months to less than three months in a three month period. Technical services (ts) was consulted, discussed it could be related to a recent capacitor reform. A request for device data analysis was made. Ts confirmed this ICD was depleting normally and the drop in longevity was due to transient drop of a recent capacitor reform and discussed longevity may increase slightly over the coming weeks. Additionally, ts noted five alerts for high out of range shock impedance measurements. Ts recommended evaluating lead at ICD changeout. This ICD system remains in service. No adverse patient effects were reported.